Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, after about 1 sec, the device had beeped indicating that the seal cycle was completed or an end tone. The surgeon noted seal was not complete and the time of beeping was way too fast. They tried again same thing happened and for the second tried the seal complete this time. The surgeon decided to switch to a non-medtronic handpiece using the same generator and it worked fine and completed the procedure. There was no patient injury. No further information available at this time.